Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported intermittent and erratic shocking while walking. This was related to positional movement. There were no traumas or falls that could have been related to this issue. The patient would call back once she charged the ins to have the adaptive stimulation turned off. She would continue to monitor to see if the issue resolved and follow-up with the healthcare provider (hcp) in (B)(6) at the next office visit. The patient would rather manually adjust settings as needed. The patient stopped feeling stimulation when she starts walking and then all of a sudden she would feel it so strongly that she lost her balance and almost fell. This was sudden. Unrelated medical history of neuropathy in the feet was also noted. This occurred since implant.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implant turned off, at which point it threw the patient off balance. Sometimes, the stimulation sensation would come back automatically, but sometimes the patient would need to manually turn it back on. When the stimulation returned, particularly automatically, the patient got jolted, which contributed to the balance issue, when the implantable neurostimulator (ins) depleted or turned off, the patient had a return of pain. The return of pain occurred when there was no stimulation. This was considered a sudden onset of symptoms. The cause of the event was unknown by the patient. There were no falls or traumas reported. The patient said she noticed the stimulation issue most when walking at the mall. Patient services reviewed the adaptive stimulation settings possibly contributing to the change in stimulation sensation. The patient had not been to the doctor for 2 months and had just put up with the issues. The patient was scheduled to have an appointment with the healthcare provider (hcp) on (B)(6) 2015 where she planned to address all these issues. Relevant medical history included spinal pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.